Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2010, this patient underwent emergent endovascular repair of a descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tgt2815/8272674). The preoperative aneurysm diameter measured 47 mm. On (B)(6), 2011, at the 6 month follow-up examination, no adverse event was identified. The aneurysm diameter measured 40 mm. On (B)(6), 2011, the patient presented to the hospital with hemoptysis. A rupture of a pseudoaneurysm that had developed at the proximal edge of the tgt2815 was identified. On (B)(6), 2011, two additional gore tag thoracic endoprostheses (tgt3110/9014821, tgt2810/9109275) were implanted. The left subclavian artery was intentionally covered. (This portion of the event is reported under MFR. Report # 2017233-2012-00469.) On (B)(6), 2011, no adverse events were identified at the one-year follow-up examination. The aneurysm diameter is unknown. On (B)(6), 2012, the patient expired due to rupture of an infectious aneurysm. There is no information if this was a rupture of the aneurysm treated on (B)(6), 2010, or the ruptured pseudoaneurysm that was treated on (B)(6), 2011. Device infection was not reported. No further information is available.